Event description:
- A us distributor reported that a battery charger was unable to power on. - a us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was isolated to the rear response button switch being contaminated, causing intermittent contact. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery charger has been completed. The reported problem (will not power up) was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.